Event description:
During a ventricular tachycardia ablation procedure in the right ventricular outflow tract (rvot) using a safire blu duo ablation catheter, a pericardial effusion occurred. A non-sjm catheter was placed at the right ventricular apex and used as a positional reference. During ablation in the rvot with the safire blu duo ablation catheter, a shift in the geometry was noted and the ablation catheter appeared outside of the geometry. An echocardiogram revealed a small effusion, for which a pericardiocentesis was performed. The patient remained stable and no further intervention was required. There were no performance issues with any sjm device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported pericardial effusion was procedure related. Per the IFU, vascular perforation or dissection is an inherent risk of any electrode placement.